Event description:
It was reported to medtronic neurosurgery that a pt's strata valve was replaced due to a malfunction after two years. The reporter alleges, "the valve blew up, from the top, cracking her skull".

Manufacturer narrative:
The device has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. Attempts at verifying the event description have been unsuccessful to date.